Event description:
Patient reported that he received burns on his foot the same size of the electrodes.

Manufacturer narrative:
Investigation: the patient states that he received burns and blisters to the skin the size of the electrodes. DHR review revealed that the unit was manufactured by zynex on (B)(6) 2012 with no issues. Unit passed zynex final testing with no issues. Mode tens, hmd; timer: 90 min., data: 4516 mins,; 115 times. Unit tested by joe moore, manufacturing technician, on (B)(6) 2012. He tested the unit as received from the patient. He found that the unit passed all tests, no problem could be found with the unit. The electrodes were not returned with the unit. Conclusion: we could not confirm the problem described by the patient.